Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 334 mg/dl. The high blood glucose levels were treated with a manual injection. No significant events leading to the alarm were observed. The customer was able to complete the rewind sequence. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).